Event description:
Edwards received information that this bioprosthetic valve, implanted approximately four (4) years, was explanted and replaced with a model 6625 25mm. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided.

Manufacturer narrative:
Report of mitral valve explant after an implant duration of four (4) years due to stenosis, calcification, and host tissue overgrowth. The device was discarded at the hospital and thus not evaluated. Mitral bioprosthetic valve stenosis encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of failure modes including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Response was received from the healthcare provider and indicates that this device was explanted due to stenosis, calcification and host tissue overgrowth. The provided information also indicates the patient developed bradycardia and pauses post operatively, and a permanent pacemaker was implanted.

Manufacturer narrative:
Report of an explanted mitral bioprosthetic valve after an implant duration of approximately four (4) years due to unknown reasons, despite multiple follow up attempts with the healthcare provider. Therefore, without the return of device and evaluation and/or additional information from the healthcare provider, the root cause of this event cannot be determined or evaluated at this time. Edwards will continue to review and monitor all events.